Event description:
During a laser lithotripsy case the laser machine repeatedly reverted to standby with "energy peak to low" message. All settings were checked/confirmed by operating room team and surgeon and appeared correct.